Manufacturer narrative:
This serial number was reported in error. The correct serial number is (B)(6) and will be reported separately in MDR-1028232-2020-01772.

Event description:
It was reported that approx. 50 months after implantation, an insulation damage of the leads was observed. The leads were explanted and replaced.